Manufacturer narrative:
(B)(4).

Event description:
It was reported upon interrogation the pacemaker exhibited backup mode and interrogation was impossible. Consequently, the pacemaker was explanted and replaced (explant date unknown at this time). Post procedure, no adverse patient consequences were reported.